Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to unspecified reasons. No additional information was reported. The device was returned and the device analysis revealed that this device did not pass all testing.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected and leak tested. Visual inspection revealed a tear from fatigue at the balloon/adapter junction. Leak testing revealed a leak in the balloon due to pinhole from fatigue. The pump was visually inspected, leak and functional tested. Visual inspection did not reveal any anomalies in the pump. The pump passed the leak and functional test. The belt cuff fgs 5.5 cm iz is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the finding of fluid loss from fatigue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the leak due to pinhole from fatigue identified in the balloon could have caused or contributed to the reported event, therefore, the cause traced to component failure was assigned to this investigation. Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100570602 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100635375 model/catalog description: control pump fgs iz unique identifier (UDI) # (B)(4).